Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under warnings, number 1 states, "the surgeon is to be thoroughly familiar with the equipment and the surgical procedure prior to performing surgery."

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Dimensional evaluation found component to be within appropriate design specification.

Event description:
It was reported patient underwent a shoulder procedure on (B)(6) 2012, utilizing an ultra drive disc drill. The disc drill fractured during use and was retrieved from the wound. Another ultra drive disc drill was used to finish the procedure.